Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Unexpected shocks occurred on (B)(6) 2016. Device detected supra ventricular tachycardia (svt) as a fast ventricular tachycardia on (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The implantable cardioverter defibrillator (ICD) treated for what appeared to be supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.